Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient via survey, the experienced multiple possible continuous glucose monitor (cgm) malfunctions, which occurred unknown number of days after the sensor had been inserted in an unknown insertion site. The patient reported via survey that they experienced frequent signal loss, sensor failure, inaccuracies, and issues with the app crashing. None of the cgm malfunction was further clarified. There were no symptoms and no treatment information reported for any of the possible cgm malfunctions. The patient however stated that dexcom should ¿report customer hospital visits as they are legally required to do¿. It was unknown if the patient was referring to a hospital visit of their own, or from a different dexcom user. No information was reported regarding the hospital visit. There was no documentation of medical intervention. There was no information on the patient´s current condition. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.